Manufacturer narrative:
Initial and final MDR (B)(4)-MDR 3003442380-2026-02282-device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced issue with the infusion set on 22-feb-2026.the adhesive patch did not stick to skin upon insertion. No further information available.